Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed under local anesthesia. A watchman truseal access system (was) was inserted and advanced. It was noted the soft end of the was sheath was kinked. Due to the was issue, an air embolism developed when the was being drawn out and removed from the patient. St segment elevation was noted. Radial vein coronary treatment and guidewire dredging was performed. The procedure was aborted. The patient's condition following the procedure was stable. In the physician's opinion, due to the kink of the distal was, it could not be pulled backward normally which is how the air entered the patient.

Manufacturer narrative:
The returned watchman truseal access system was analyzed, and the reported event of air embolism and sheath kink was not confirmed. Device analysis was performed, and visual inspection found no damage or defect. Microscopic inspection revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. As there was no damage to the device and functional testing passed, the cause code of no problem detected was used for the reported sheath kink and air in device. H6 evaluation method code changed from device not returned to testing of actual/suspected device and analysis of production records h6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device

Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed under local anesthesia. A watchman truseal access system (was) was inserted and advanced. It was noted the soft end of the was sheath was kinked. Due to the was issue, an air embolism developed when the was being drawn out and removed from the patient. St segment elevation was noted. Radial vein coronary treatment and guidewire dredging was performed. The procedure was aborted. The patient's condition following the procedure was stable. In the physician's opinion, due to the kink of the distal was, it could not be pulled backward normally which is how the air entered the patient.